Event description:
It was reported that tubing leaked at the first smartsite needle-free valve while priming 20ml intravenous immunoglobulin (ivig). There was no patient involvement.

Manufacturer narrative:
The customer¿s report that tubing leaked at the first smartsite was not confirmed. However a leak was found at the silicone pump segment. The set was visually inspected for kinks, incomplete bonding engagements. Closer inspection under a lab microscope observed that the leak is due to a tear in the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. Functional testing was performed by filling a lab IV bag with bleach water and attaching it the sets allowing fluid to flow through the whole set by gravity. Functional testing found the set leaked from the top of the silicone segment. Device history record for model 2420-0500 could not be performed due to no lot number being provided by customer. The root cause of the tear damage could not be definitively determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing leaked at the first smartsite needle-free valve while priming 20ml intravenous immunoglobulin (ivig). There was no patient involvement.